Manufacturer narrative:
This report is being filed to correct the device codes and describe event or problem field.

Event description:
It was reported that values for the shock impedances was zero at the end of (B)(6) 2025. In addition, there was reported atrial lead noise and oversensing. A request for technical services (ts) review was needed. Ts discussed troubleshooting options for this case. Ts also noted that on a signal artifact monitor (sam) event noise was stored on all leads. The lead impedances measurements were noise and noise measurements means the device detected external noise on the lead measurements; thus the noise could be external rather then minute ventilation (mv) signal. Ts wanted to know what the patient was doing at the time of the sam event. At this time the device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that during a follow up a rise in shock impedance measurements was seen above 200 ohms, after this the value returned to normal range. Technical services (ts) discussed the case and noted that a singular measurements out range could be related to electromagnetic interference (emi). Ts further discussed the shock impedance test and how shock impedance values are measured. Ts noted that the electrogram (egm) indicated appropriate sensing. Ts discussed performing an in clinic assessment to rule out noise/artifacts and repeatable out of range measurements and continue routine follow up. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that values for the shock impedances was zero at the end of january 2025. In addition there was reported atrial lead noise and oversensing. A request for technical services (ts) review was needed. Ts discussed troubleshooting options for this case. Ts also noted that on a signal artifact monitor (sam) event noise was stored on all leads. The lead impedances measurements were noise and noise measurements means the device detected external noise on the lead measurements, thus the noise could be external rather then minute ventilation (mv) signal. Ts wanted to know what the patient was doing at the time of the sam event. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the device codes.